Manufacturer narrative:
The reported curved ultra fast-fix ab assembly, used in treatment, was returned for evaluation. Visual assessment of the device showed t1 is missing from the device. The suture has been cut where t1 normally resides. T2 is in its normal pre-deployment position. T2 was advanced and tested for deployment using a rubber meniscus model, t2 deployed as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent contact with a sharp instrument or the delivery needle tip. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. (B)(6).

Event description:
It was reported that during surgery the fast fix had an unspecified functional failure. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation stated that the suture had been cut where t1 normally resides and t2 was in its pre-deployment position, which indicates that t2 could not be deployed and t1 had to be removed, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.